Event description:
The customer rpt'd that while running an hcv assay, the summit sample handler, did not aspirate or dispense specimen diluent in position h-2. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.